Manufacturer narrative:
Per visual inspection: no physical damage to cartridge holder or inpen front and back shell was noted. Cartridge holder locks properly in place. The inpen paired to the commercial app. Inpen passed baseline and wireless functionality. App logbook displayed: 10u, 9.5u, 14.5u, 14u, 15u, 14u, 15u, 15.5u, 15u, 15u. Inpen failed displacement dose accuracy. Inpen passed dialing alignment using dose knob zero alignment gage. The battery was measured to be at 3.01v. Inpen passed front cap investigation. In conclusion: inpen failed required testing. Corrosion was found on the solder on the contact board. This may have caused inaccurate doses or no transmission at all. Dose log inaccuracy was observed during analysis. Therefore, dose log/ report data inaccuracy was confirmed due to corroded encoder contacts. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a incorrect amount appears on the error message. The customer reported no adverse event. The event involved product mmt-105nnblna. Troubleshooting was performed and it was found that the intended dose amount and dose amount recorded in the inpen application was greater than 1 unit. No harm requiring medical intervention was reported. The customer will discontinue using the device and was advised to revert to the backup plan as per healthcare professional instructions. Mmt-105nnblna was requested and customer response was the device will be returned.